Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on his one touch vita meter compared to the lab. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call placed on (B)(6) 2011. On (B)(6) 2011, the patient tested in the lab and obtained a 177 mg/dl and his meter read 299 mg/dl. After testing on his meter, the patient took "1 more unit of new rapid" insulin, based on his sliding scale. He developed symptoms of "hypoglycemia" 20 minutes later. He did not attempt to retest and was not tested on another device. He treated himself with 3 sugar cubes. He did not seek any further medical attention or contact his physician for assistance. The product was replaced. The complaint is being reported since the patient alleged that he took an extra unit of insulin based on his meter reading and later developed symptoms suggestive of a serious injury and had to self-treat with sugar.